Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, episodes for non-sustain rv oversensing (nsrvo) due to t wave oversensing were observed. The patient had some far r being oversensed as at/af. Programming changes were made to avoid oversensing t waves and the far r. The patient was in stable condition.